Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a bent grip tip causing misalignment of the grip-tips. There was a 1.56mm offset at the tips. The grips were not found to have cracking damage. Fa found additional observations that are related to the customer reported complaint: the molded insulator was observed to be partially detached from the grip base. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the 8mm force bipolar instrument was found to have the jaws misaligned and not holding suture. The procedure was completed with no reported injury.